Manufacturer narrative:
In response to mw5081474. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The events of "difficulty breathing status post rigid laryngoscopy" and ¿supraglottic swelling¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. These are known potential adverse events addressed in the product labeling.

Event description:
Received voluntary medwatch from us food and drug administration. The event description is ¿patient presented with difficulty breathing status post rigid laryngoscopy with injection of juvéderm® ultra plus xc at interarytenoid notch. This is usually an outpatient procedure, and the patient was discharged home after doing well in the pacu. The patient subsequently developed difficulty breathing and stridor and returned to the ed at an unspecified time later. The patient was taken back to the operating room for airway evaluation, where supraglottic swelling was noted at an unspecified time later. Patient was endotracheally intubated in the operating room and went to the picu thereafter.¿